Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 165 mm. The patient has had a previous coronary artery bypass graft. It was reported that the bifurcated stent graft was deployed without incident. Multiple attempts to wire the contralateral gate were unsuccessful because of a ledge of calcification that blocked access; therefore, the physicians decided to make an aorto-uni-iliac system. The physician attempted to deploy the stent graft with the gate below the ledge of calcification, but the gate was positioned above the ledge. Two 28 mm diameter x 3.75 cm length aortic extender cuffs were implanted to create the aorto-uni-iliac system, and one 16 mm diameter x 11.5 cm length iliac limb was used to seal the left hypogastric artery. The physicians then performed a femoral-femoral bypass. No leak was noted on the final angiogram, and the aneurysm was reported to be successfully excluded. No additional clinical sequelae were reported and the patient was discharged the following day.